Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017. The reporter contacted animas and alleged that the pump was emitting loss of prime alarms and patient had a blood glucose of 380 mg/dl nausea, polydipsia, and polyuria. No unusual treatment was required. After troubleshooting, customer support explained to the user that loss of primes are being triggered by power interruption and/or related to cartridge change and pump requires prime steps to be completed. This complaint is being reported as the user experienced hyperglycemia related to user error.